Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair. The balloon was inserted into the patient and the surgeon began to inflate it, however, it would not inflate. The surgeon removed the balloon and could hear air coming out of the balloon from the seam. It had a hole in it. To complete the procedure, another device was used.